Event description:
A customer reported that the optic fiber was not illuminating during a vitrectomy procedure. The case was about and completed on a different day. There was no harm to the patient. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).